Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient called to report that when he completed his treatment from last night and was removing the cassette fluid was coming from the cassette door. Patient did notice damage to the cassette once he had removed it. No alarms or messages were received. A follow up call was made to the patient's nurse who reported that the patient received one does of an unspecified prophylactic antibiotic. The cycler was replaced and the tubing was discarded.